Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, three years and nine months post deployment, a CT scan showed a possible foreign body (2 cm) in the pericardium. A week later, a chest cta showed similar findings of the previous CT scan, pertinent to the filter. The filter had detached and one limb had embolized to the chest. Approximately after six years, the patient was scheduled for filter retrieval. Multiple unsuccessful attempts were made to retrieve the filter. Finally, in the last attempt, filter was successfully retrieved. The fractured limb remains in the patient. Therefore, the investigation can be confirmed for limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and for prior deep vein thrombosis. At some time post filter deployment, it was alleged that the filter perforated the ivc. Reportedly, a limb detached and embedded in the pericardium. The device was removed percutaneously; however, there were no reported attempts made to retrieve the detached limb. The patient reportedly experiences chest pain; however, the current status of the patient is unknown.